Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown issue. A new lead with the same model was implanted. No additional adverse patient effects were reported.